Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated with the communicator. Then, with an in person interrogation, codes were observed related to internal ICD shorts. The battery capacity was depleted. The tachy therapy was turned off and the device was recommended to be explanted. The ICD was explanted along with the right atrial and right ventricular leads. The ra lead was explanted as it was damaged while removing the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated with the communicator. Then, with an in person interrogation, codes were observed related to internal ICD shorts. The battery capacity was depleted. The tachy therapy was turned off and the device was recommended to be explanted. The ICD was explanted along with the right atrial and right ventricular leads. The ra lead was explanted as it was damaged while removing the rv lead. No additional adverse patient effects were reported.